Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the wire on the maryland bipolar forceps instrument broke while in use inside the patient and was difficult to get it out. The doctor had to remove the entire trocar to take out the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.